Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an outflow graft thrombus as a consequence of hemodynamic instability following an aortic valve replacement surgery. The patient experienced low flows as well as elevated lactate dehydrogenase (ldh) levels. It was further reported that the obstruction resulted in multi-organ failure with signs of gastrointestinal stress. The thrombus was successfully removed and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the controller log files revealed multiple decreases in power consumption and estimated flow since (B)(6) 2018. Twenty-four low flow alarms have been recorded since (B)(6) 2018. As a result, the reported low flow event was confirmed. Of note, it was reported that the thrombus was surgically removed from the outflow graft on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow event can be attributed but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft. If information is provided in the future, a supplemental report will be issued.